Manufacturer narrative:
The pump has been returned to animas for evaluation.evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was peeling and lifting below the ok keypad button extending to the down arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the contrast keypad button was intermittently unresponsive and required multiple presses to elicit a response. All of the other buttons responded appropriately. The contrast button does not spring back or click normally. Evaluation revealed that there was contamination under the contrast keypad contact.

Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. It is mentioned that the keypad is peeling; however, it is unknown whether peeling keypad was ahppeed before or after the alleged issue with the buttons on the pump. There was no adverse event associate with this complaint. The pump was replaced.